Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum output and pulse width, and a low out of range pacing impedance measurement. The loss of capture did not result in longer than two seconds of asystole. The patient was not pacemaker-dependent. A revision procedure was scheduled with the intent to implant a new rv lead. During the procedure, it was not possible to implant a new lead due to non-viable right and left venous anatomy. The pacemaker was reprogrammed to the lowest output to save energy and the patient was hospitalized until the next step could be determined. The patient remained stable and safe throughout, and was not dependent on therapy from the pacemaker. No additional information is available about the physician's decision with regard to this patient. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.